Event description:
The consumer reported that they noticed that their stimulation would drop down and then increase back up again. The patient was asked if adaptive stimulation feature was active and the patient stated yes. Adaptive stimulation was reviewed with the patient and the patient was walked through on how to turn it off. It was reported that there was uncomfortable stimulation in their head that was sudden. Troubleshooting resolved the reported issue. Relevant medical history includes non-malignant pain and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.